Event description:
Inner pin tip broke off. Eit could not perform an investigation, as the device was not received back at eit. Eit has closed the complaint.

Manufacturer narrative:
A1-a6: no patient information was provided by the distributor. Age and weight were best estimated. B5: additional information added. H6: additional event problem and evaluation codes changed and added. Eit emerging implant technologies gmbh (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, eit or its employees that the report constitutes an admission that the device, eit, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA 2018-aud-010 driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Manufacturer narrative:
No patient information was provided by the distributor. Age and weight were best estimated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA (B)(4) driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Event description:
While trying to release the trial inserter from the trial to change to another trial size, the feather key as well as the tip of the inserter pin broke off.